Manufacturer narrative:
A review of the mfg records indicated all device specs and quality requirements were satisfied. Received one red and one blue tesio extension adapter. Our investigation shows that both luers meet int'l luer standards.

Event description:
It was reported that "while preparing the pt's tesio catheter for dialysis, it was noted that the venous port connection tub was not making a secure connection when attached to the hemodialysis blood tubing set. The tesio venous hub port continued to turn and turn and not fasten securely". Both the venous and arterial extensions were replaced. Uf# (B)(4).